Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported by doctor that the long term dialysis catheter had been used for half a year and the cuff was found detached.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached surecuff was confirmed; however, the cause was undetermined. The product returned for evaluation was one 19cm hemosplit chronic dialysis catheter. Usage residues were evident throughout the sample. The catheter was received in two segments which shared complete break 11cm distal of the bifurcation. Microscopic inspection of the complete break in the catheter revealed striations typical of a sharp instrument cut. The surecuff was detached and was not returned for evaluation. Material discoloration was evident throughout the bifurcation and extending through the region previously occupied by the surecuff. Microscopic inspection of the catheter confirmed a circumferential channel in which the surecuff had previously resided. No damage or manufacturing defects were apparent in the channel. While it was confirmed that the surecuff sleeve was completely detached from the complainant sample, the exact mechanism of the detachment could not be determined. The abundant material discoloration indicated chemical exposure, likely during device sanitation procedures. The discoloration extended to the location of the surecuff, and the source of the discoloration may have caused/contributed to the observed detachment; however, this could not be confirmed without identifying the source of the discoloration. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.